Manufacturer narrative:
Product analysis: visual inspection shows no outward signs of physical damage or abnormalities. The device was cleaned using a renalin solution. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that upon initiation of bypass, blood was leaking from bottom of oxygenator. The same leak did not appear in multiple packs. The patient lost blood because of the leak, and it was unknown if a transfusion was required. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.